Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that this was an unknown procedure performed on (B)(6) 2020. The retention plate was not able to be mounted on a passer, and the retention plate was found inside the outer housing. The complaint device was received and evaluated. Visual inspections on the pictures provided confirm that the plate seems to be deformed. In addition, can be observed that the plate was not received in the package. The functional test was not performed due to the plate was not received in the packaging. The complaint can be confirmed. The possible root cause for the reported failure can be attributed when the plate is assembled not parallel to the jaw and inserted at an angle. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device [54786] number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device [54786] number, and no non-conformances were identified.

Event description:
It was reported from (B)(6) that during unknown surgery, the retention plate was not able to be mounted on a passer, and it was found inside the outer housing. There was no surgical delay and no harm to the patient. The device was the first use when the issue occurred. No additional information was provided.